Event description:
Balloon rupture and balloon catheter separation. The report received indicated that the physician was treating a saphenous vein graft (svg) to the obtuse marginal. After wiring the vessel, the physician predilated distally to 18 atmospheres (atms) for 30 seconds, then the physician pulled back proximal and inflated in the mid area to 18 atms for 30 seconds, at this point the balloon ruptured. The physician quickly extracted the balloon and attempted to cross with a cypher stent; however, the stent was unable to cross the mid aorta. The physician then changed guides and tried with another firestar balloon catheter. The firestar could not cross the ostium of the svg; therefore, the physician withdrew the entire system. The physician wasn't sure what was in the ostium, apparently there was a marker floating around and decided that the patient would probably need surgery. Upon a closer examination of the ruptured balloon catheter, it was identified that 3/4 of the balloon and approximately 6 inches of the catheter shaft had snapped off and remained inside the patient. The following day, the patient underwent bypass surgery and the catheter and the balloon piece were removed. The patient has successfully recovered from the surgery. According to the interventionalist, the case was extremely complex and did not think the balloon was at fault. The lesion was described as a 20-year-old vein graft with 6 stents, 2 stent proximal/ostium, 2 stents mid svg and 2 stents distal at and near the anastomosis. The svg was very tortuous with a shepard's crook off of the ostium. On examination of the device fragments, it appeared as if the catheter stretched to approximately 14 inches when it broke. Once the balloon ruptured, the balloon got caught up and wrapped itself around the old stent struts; it did not require much force to snap the balloon catheter.

Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.